Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh and were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui/pop; concurrent procedures: tah/bso, sacrocolpopexy, moskowitz and paravaginal repair, cystourethroscopy. It was reported that the patient underwent posterior colporrhaphy on (B)(6) 2005 due to rectocele. It was reported that patient underwent sacrocolpopexy on (B)(6) 2013 due to fixed pelvic prolapsed and had to remove mesh from intestines.